Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the diameter at the tip of the catheter was a lot thinner than usual which allegedly caused it to collapse when attempting to insert.

Event description:
It was reported that the diameter at the tip of the catheter was a lot thinner than usual which allegedly caused it to collapse when attempting to insert.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one used coude intermittent catheter was received. Visual evaluation noted no obvious defects. The catheter's od measured to be 0.1645" which was found to be within specification (0.157" +/- 0.013"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿please contact your physician to determine which product options are best for you, paying close attention to product warnings/precautions and adverse reactions."